Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The on/off switch gasket was replaced as a precaution. The device was recertified and returned to the customer. The batteries involved were not returned as part of this investigation. Review of the device activity logs shows no evidence related to the customer's report. No trend is associated with reports of this type. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.